Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump time gains/loses more than 5 minutes per month. There is no allegation of an adverse event. This complaint is being reported as the time issue is not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 9/10/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect was found: unable to duplicate the complaint. No unexplained time loss/gain is observed in the black box. Several manual time changes were observed in the black box: on (B)(6) 2015 from 13:15 to 14:15 and on (B)(6) 2015 from 06:55 to 08:56. And on (B)(6) 2015 from 14:48 to 12:49. No alarms occurred during the investigation; the pump passed a time test. The pump is able to maintain time/date settings with 0 second accuracy. Returned battery cap/returned cartridge cap used to complete testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.